Event description:
It was reported by the customer that their insulin pump was cracked. Customer also stated they do not recall any significant events that lead to the damage or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 105 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with scratched lcd window, cracked lcd window at the top right corner, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube near reservoir tube window.